Event description:
A malfunction alarm was reported by the customer, identified by the code 0x217c, but there were no notable events leading to it. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and since the malfunction did not recur, the customer was advised to continue using the pump and to reach out if the issue reappears.